Event description:
It is reported that a customer had to change their sensor twice in three days and had received a calibration error on their insulin pump. The customer also received a threshold suspend and a bad sensor alert. The patient's blood glucose was at 225 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used elite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.